Manufacturer narrative:
Correction: g1. Addtional information h6, h11. An analysis of the product could not be performed since a physical sample was not received for evaluation. "A manufacturing record evaluation was performed for the finished lot number 3944147 (product code 810081l), and no non-conformances / manufacturing irregularities were identified. Expiration date: 31.mar.2024 manufacturing date: 18.mar.2023" as part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition, therefore it has been determined that no corrective and preventive action is required at this time. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable. The internal complaint number is (B)(4).

Event description:
It was reported that a patient had vaginal pain, markedly increased during sexual intercourse (making intercourse impossible), with vaginal bleeding. Returned to the operating room on date#1 for coverage of the tot sling by vulvovaginoplasty."

Manufacturer narrative:
The investigation is ongoing and the results will be reported when available. The internal manufacturer's number is (B)(4).